Event description:
Boston scientific received information that this system was exhibiting pacing impedance measurements less than 200 ohms on the atrial channel through the device and the pacing system analyzer. A revision procedure was performed and the lead was removed from service and replaced. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The inspection of the lead revealed a damaged insulation at 18 cm distal to the is-1 connector pin. In that section, the lead body was found squeezed and deformed. A short circuit was measured in this area. This damage can be considered to be the root cause for the low impedance measurements. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular first rib entrapment. The analysis did not reveal any sign of a material or manufacturing problem.